Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery. The customer cleared the alarm and then a couple of days later received an off no power with no alarm sound. The battery was replaced but the insulin pump did not turn back on for about one hour. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contacts and insert a new battery and the insulin pump did not alarm again and the display returned. The customer reported a high blood glucose of 225 mg/dl while off the insulin pump when she was trying to get it to start up again. The insulin pump had not been exposed to moisture. The customer was advised to monitor the insulin pump and was sent a battery cap replacement.